Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. At pod activation, the needle did not deploy, and the pink slide did not move into the viewing window, indicating a needle mechanism failure. Symptoms reported included increased thirst and ¿not being mentally stable¿. The patient was treated with manual doses of insulin. The patient left the ER the same day, roughly 5-6 hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.